Event description:
It was reported to philips healthcare that the device could not acquire lead v1. There was no negative patient impact.

Manufacturer narrative:
Pr #: (B)(4). A follow up report will be submitted upon completion of the investigation.